Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were tiny air bubbles near the luer lock. The customer's blood glucose level was not impacted. Tandem's technical support educated the customer on how to remove the air bubbles.